Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl with high ketones. Cause of elevated bg level was unknown. Bg was treated via an unspecified intravenous treatment. Reportedly, customer left the ER 17 hours later with customer in stable condition (bg 300mg/dl).